Event description:
Drager atlan a350xl anesthesia machine: the confirmation button gives a confirmatory haptic click but often does not actually activate the desired change. This affects turning on or changes in the ventilator, oxygen levels, etc.; all of which could cause patient harm. If the button "clicks" it should always activate. This happens frequently on some machines. Biomed says the button is working since you can just push harder to activate. The problem is that the haptic feedback click assures you that it is done when it not. Very easy to think you have turned on the ventilator, for instance, when you have not.